Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose of 20 mg/dl and collapsing after changing reservoir and customer was found unconscious. Patient went to the emergency room on (B)(6) 2019 and was treated with intravenous, food and glucose tablets. Customer believed that insulin pump was over delivering insulin. Troubleshooting was performed and customer reported that reservoir is showing more insulin than what is shown on the status screen. Insulin pump is expected to return for failure analysis.